Event description:
On (B)(6) 2012, the patient's mother contacted animas alleging multiple occlusion alarms over past 4 days after she began using cartridges from a new box. The reporter claimed that the patient's blood glucose was running high during the days when the occlusions occurred. The patient's mother reported receiving multiple occlusion alarms on (B)(6) 2012 and (B)(6) 2012. The reporter stated the patient obtained a message of 'high' on her blood glucose meter when she tested at 10:58am on (B)(6) 2012. At the time of the call, the patient's bg was 370 mg/dl and ketones had not yet been checked. It is not known if the patient developed any signs/symptoms with the high bg's. The patient's mother informed customer support that she gave the patient water to drink in response to high bg's and administered shots for high bg's as needed. At the time of troubleshooting, the patient's mother reported that all but one occlusion alarm occurred during bolus delivery. The reporter confirmed that all insulin deliveries cancelled due to occlusion alarm were delivered with another bolus correctly. The reporter confirmed boluses given for meals and bg's were recorded in the pump's bolus history. During the call, the patient's mother was able to prime the patient's pump using the same tubing and cartridge. Customer support noted that manual prime of tubing and of cartridge separately was also successful. While reviewing cycling of cartridge, animas customer support noted that the patient's mother initially reported she was not cycling the cartridge two times as recommended; however, at a later time she said she had been. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 submitted (B)(4) 2012. Device evaluation: no product was returned. A reserved sample of the same cartridge lot number # b201567 was evaluated and tested by product analysis on (B)(4) 2012 with the following findings: the retained cartridge sample was found to pass the visual inspection and the fill, force, and leak testing. No defects were found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Device evaluation: the cartridge was returned and evaluated by animas on 08/29/2014: no defect was found. A visual inspection, a force test, fill test, and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.